Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 7 for the same event it was reported from (B)(6) that during a humeral diaphysis fracture surgical procedure, it was observed that the radiolucent drive device started idling when the drill bit device was attached and the physician attempted to perform a distal locking. As a result, the physician could not perform the drilling of the distal locking hole. The reporter stated that the drill bit device did work a little, so the physician re-installed the radiolucent drive device to the small battery drive device and began re-installing the drill bit devices and kept drilling until the drill bit devices and radiolucent drive device stopped rotating completely. It was reported that there was a thirty minute delay in the surgical procedure. It was not reported if spare devices were available for use. It was not reported if the surgery was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the bevel gears and the coupling were slightly damaged. It was further noted that traces of wear had been identified suggesting that the product had been used excessively. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.